Event description:
Caller reports that the patient read 3.3 inr on the device while a lab comparison produced a result of 2.2 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.